Event description:
It was reported that a pyrenees constrained cervical torque driver was slipping at the tip intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual inspection was performed and found the tip of the driver to be deformed. Deformation is rotational on the most distal half of the star pattern that engages with screw. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar events were identified. This device was manufactured in 2015 and was 6 years old at the time of this reported event. The most likely cause of the reported event was determined to be due to the age of the device, 6 years old at the time of this event. Degree of deformation observed indicates that wear and tear of device over time and prolonged use have caused minor rotational deformation, which can result in torque driver slipping in screw head.

Event description:
It was reported that a pyrenees constrained cervical torque driver was slipping at the tip intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.